Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low and erroneously high glucose (glucm) results generated by the synchron lx20 pro clinical system for two pts. A pt sample was tested for glucm and a result of 56 mg/dl was reported out of the lab. The customer re-calibrated glucose channel, and then re-tested the original sample several times. The repeated results were in the range of 92-96 mg/dl. An amended report was sent. The 2nd pt sample gave a glucm result of 427 mg/dl when tested. The result triggered a critical rerun at the instrument and repeated result of 108 mg/dl was reported out of the lab. After re-calibration, glucm results were in the range of 103-106 mg/dl. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc is run once a day in the morning, and results were acceptable prior to this event. Field service engineer (fse) was dispatched: the fse replaced glucose stirrer motor and reagent pump. Parts are not available for return to bci. As of 10/21/08, customer indicated that no further issues with the glucose channel were observed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.